Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. The reported device failure of a black screen and continuous alarms were confirmed and reproduced during in-house testing. The investigation determined that the reported event was due to an isolated component failure within the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#:(B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed design house located in sydney, australia for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being tested before patient use, it sounded an alarm and became inoperable. The device was not in use when the fault occurred; therefore, there was no patient involvement.